Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
The customer reported an oxygen not available alarm. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The patient's information could not be disclosed. The patient had to be moved to a different ventilator as a result of this event. There was no report of additional medical intervention being required as a result of this event. The manufacturer¿s international service technician evaluated the ventilator and confirmed the occurrence of diagnostic codes related to oxygen not available and oxygen device failed. The service technician replaced the data acquisition (da) printed circuit board assembly (pcba), and the oxygen valve to address the problem.